Event description:
Litigation papers allege: patient has been suffering with pain in his hip, inability to exert resistance in straight; and or raised leg, pain rising from a seated position, pain when standing or bearing weight on his hip and pain when walking.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Asr medical records received. After review of medical records for the MDR reportability, patient was revised to address mechanical loosening of prosthetic joint. Medical records also reported of bone loss and osteolysis. Revision notes reported of debilitating pain. Operative notes reported of extensive metallosis and the grossly black tissue. X-ray reported of loose acetabular component and the femoral stem appeared stable and not loose. Doi: (B)(6) 2009; dor: (B)(6) 2017; right hip.